Event description:
Customer reported receiving a button error alarm that she was unable to clear. The blood glucose reading was 97 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the button response functioned properly. However, corrosion was found on the keypad traces. No button error alarms noted during testing. The device had cracked case on the lcd display window corners, scratches on the lcd display window, cracks on the battery tube threads, and cracks on the reservoir tube lip.